Event description:
It was reported the pt experienced headaches within a few months after the system was implanted. The pt saw one hcp who thought the device was overstimulating the pt. The pt also experienced facial numbness, slurred speech and severe head pain. The pt saw her hcp for four days in 2008. The pt reported she did pass out 8 months after the head pain started. The pt noted she "had to give up my business at the end of 2008". The pt was referred to a neuro center. The hcp at the neuro center stated there was a fractured lead in the pt's head. The pt's pain became worse and 80% of the device battery was depleted. The device was replaced in 2009 and the hcp also noted 2 leads were fractured and one was "slightly" out of place. The pt stated her head pain had lessened and "I don't cry now", but the pain was still present. The hcp indicated the pt would not be pain free until the leads were also replaced. The pt had a new hcp and was considering lead replacement surgery. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.